Event description:
A report was received that the patient was experiencing pain at the lead anchor site due to the lead pressing against the spinous process. The patient underwent a lead revision procedure where in the physician replaced and relocated the leads to address the tension loop which caused the lead site discomfort. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted leads were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.